Manufacturer narrative:
Date sent: 09/18/2009. Info is unavailable; device was not returned for eval. Eval summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that this event occurred in 2008, during a laparoscopic myomectomy procedure, the device was used for laparoscopic myomectomy. After the 4 myomas were removed, the suture was performed to the uterine muscular wall. When the doctor was going to remove the device from the pt, he felt difficulties. As the doctor thought that the balloon tip was fixed in the intrauterine cavity, he pulled the device to the uterine os, and then he cut the balloon tip to remove the device from the pt. After the operation, the doctor performed the echo and then he found that there was 5 mm of highly echogenic area in the intrauterine cavity. Therefore, he doubted the balloon tip had stayed inside the pt. On postoperative 38 days, the doctor performed the uteroscope, and he found the foreign matter like the balloon tip around the right side of the ostium uterinum tubae. And there the doctor could not find the suture, but he decided to monitor the pt until the absorbable suture had completely dissolved with expectation its natural excretion. On postoperative 136 days the doctor confirmed no foreign matter like the balloon tip was left in the pt by echo and uteroscope. As the pt had menses three times to the day, he judged it was excreted naturally. The doctor commented that the suture was performed deeply. Device was discarded.